Event description:
Convatec (B)(4) regulatory received a complaint from (B)(4) on (B)(6) 2012. The incident is diathermy burn to left side of a (B)(6) child. Based on the information in the report, the child sustained a substantial and moderate sized burn on the leg requiring a dressing and plastic surgeon consult. The event is deemed serious as it required medical and potentially surgical intervention to mitigate. From a clinical perspective, a causal relationship between the device and this event is deemed probable because the burn occurred on the skin underneath where the pad was placed.

Manufacturer narrative:
(B)(4).